Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian vein. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
B5: describe event or problem updated. (D4) lot number corrected from 0024818578 to 0024718627. (D4) expiration date corrected from 11/21/2022 to 11/04/2022. (H4) device manufacture date corrected from 11/22/2019 to 11/05/2019. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm distal of the proximal markerband and extending approximately 74mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian vein. A 9.0 x 80, 75cm mustang balloon catheter was advacned for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed and no patient complications were reported. It was further reported that the 75% stenosed target lesion with mildly calcified and mildly tortuous subclavian vein.

Manufacturer narrative:
B5: describe event or problem updated. (D4) lot number corrected from 0024818578 to 0024718627 (d4) expiration date corrected from 11/21/2022 to 11/04/2022 (h4) device manufacture date corrected from 11/22/2019 to 11/05/2019.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian vein. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed and no patient complications were reported. It was further reported that the 75% stenosed target lesion with mildly calcified and mildly tortuous subclavian vein.